Event description:
It was reported during that during coils embolization, the subject coil was inserted and during placing, it was detached prematurely. As a result, the physician used the new coils and microcatheter to complete the procedure without clinical consequences to the patient. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer was when the target xl 360 soft 7mm x 20cm was inserted, and during placing, it was detached prematurely, it was reported that the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported during that during coils embolization, the subject coil was inserted and during placing, it was detached prematurely. As a result, the physician used the new coils and microcatheter to complete the procedure without clinical consequences to the patient. No further information is available.